Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Attempts to reposition the lead were unsuccessful as the lead was fixated in the patient's tissue. The physician suspected that the lead had dislodged a while back. The lead remains implanted. No adverse patient effects were reported.